Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the left side (exact date not reported).the patient was revised on (B)(6) 2015 due to high level co-cr. This is a bilateral claim. (B)(4).

Manufacturer narrative:
The product has been returned and the investigation is ongoing. As soon as investigation result will be available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted with a metasul durom component for acetabulum, uncemented, 52/46, code l on the left side (exact date not reported). The patient was revised on (B)(6) 2015 due to high level co-cr.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: trend has already been identified in (B)(4). Event summary: it is reported that product was implanted in 2008 and revised on (B)(6) 2015 due to high level cocr. Investigation summary: the explants arrived at zimmer biomet stored in a container with liquid that was named ¿vinegar¿ by the sender. There was no proper information / labeling on the exact nature of the liquid. Before autoclaving the durom cup seemed to have larger areas of bone attachments on the anchoring surface. After autoclaving most of the bone attachments had fallen off and were brownish discolored. Possible reasons for that could be that the liquid had dissolved bone / other tissue during storage and / or there was no direct contact between the bone attachments and the anchoring surface e.g. Due to an interlayer of connective tissue. The durom cup shows some scratches and probably smeared metal in perpendicular direction from the spherical calotte towards the cup¿s rim in one region. On the articulation surface of the femoral component an elliptical-shaped area surrounded by scratches could be observed visible to the naked eye under certain light conditions. It is possible that the above described zones on cup and femoral component match. They could probably indicate a beginning rim loading and / or subluxation / dislocation situation. The above mentioned phenomena could be favored by the position of the cup. In the indication section of the surgical report it is stated that the left prosthesis is placed steeper and will therefore be revised first. However, as no radiological material have been made available and no data are made available on respectively the inclination and anteversion angle it cannot be assessed whether the hip system was placed in accordance with the applicable surgical technique. Apart from the above described appearance and the zone with different types of scratches on the femoral component, both articulation surfaces are otherwise inconspicuous and do not indicate signs of abnormal wear. For safety reasons a wear measurement on the femoral component was not performed. A wear value for the cup could not be determined due to limitations of the analysis method. However, the measured diameter of the cup is still within the manufacturing tolerances. Further, according to the surgical report there were no phenomena, e.g. Metallosis or metal particles, observed which could point to abnormal wear. It was described that in the bursa a brown inner layer was resected. However, the nature of the layer as well as if it was sent for histological evaluation is not indicated in the documentation provided. It has to be considered as well that the patient had bilateral resurfacing prostheses. In the available documents it is not mentioned if the resurfacing implanted on the right side is also a type durom. Based on the investigations performed, it remains unclear what could have caused the increased levels of cobalt and chromium in the patient¿s blood and to which extent the retrieved parts of the left side could have contributed to those levels. No comparison to the metal ion levels given in the literature can be made as neither units (ppb, ug/l or nmol/l), nor the type of determination method, nor the exact medium (whole blood or serum) are indicated in the different types of available documents. The metal ion tests including any tests after the revision surgery in itself were also not provided. Single spots of probably cell-induced corrosion as described by gilbert et al can be observed on the articulation surface of the cup as well as of the femoral component. Cell induced corrosion is a phenomenon that is only recently being discussed in the orthopedic research literature. Its possible clinical influence is currently unknown. A comprehensive investigation into the experiences of users of durom/metasul ldh systems in the EU was conducted (CAPA (B)(4)). It included a thorough review of literature regarding the clinical performance of mom (metal on metal) devices and the durom cup specifically, interviews with users of the durom cup in resurfacing and ldh (large diameter head) applications, independent radiological analysis of cases, analysis of explants and bench testing. The most probable root cause for the revisions for corrosion at the stem/taper adapter, lack of bone ongrowth of the cup, loose cups, pain, osteolysis, and milky fluid in the joint space was using a surgical technique which differs from the prescribed surgical technique. The results of the investigation indicate that the durom cup, when used as intended, is a safe and effective device and is performing commensurate with industry performance of similar mom devices based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. (B)(4).